Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 27dec2018. International UDI: (B)(4). The manufacturer¿s international service technician confirmed the reported issue. The manufacturer¿s international service technician replaced the defective power switch overlay to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported the power light emitting diode (led), which is an orange color, had a contact failure and turned off. The power led went off by vibration caused by button operation. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.